Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the r-waves had decreased dramatically and the capture thresholds increased. The lead was explanted and replaced.